Event description:
The customer reported inaccurately low blood glucose readings with co's test strips, lot #1k502a. She opened the bottle approx one week ago and performed a blood glucose test. The result was 24 mg/dl. She did not have hypoglycemic symptoms and did not believe this reading to be accurate, so she performed a second test. The result was 48 mg/dl. She performed approx 5 blood glucose tests over the next three days and all the readings were under 50 mg/dl. She stated that her blood glucose is usually in the 200 mg/dl range with both co's test strips and another co's test strips. The code was set correctly in the customer's meter. The desiccant is in the bottle of device. She does not have any normal control solution to check the test strips for accuracy. A check strip test was performed by her pharmacist approximately one month ago and the result was within range (no specific result available). The customer is vacationing and does not have her check strip to perform a check strip test.